Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section a5: ethnicity: unknown (indicated as caucasian). Section a6: race: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure, a preloaded multifocal toric intraocular lens (iol) was inserted into the left eye of a patient. Upon insertion, the surgeon observed scratch marks on the lens, prompting its removal and replacement with a backup lens of the same model and diopter during the same procedure. The scratched lens was removed without complications, and the surgery was completed. The patient was reported to be in good condition post-operatively, with no additional surgical or medical interventions required or planned. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced. The tip of the plunger rod was bent; however, it was received poking through the bag it was received in, indicating that the damage likely occurred while being returned for evaluation. The cartridge tip was observed to be slightly deformed. No further issues with the simplicity device were observed. The lens was visually inspected revealing that the lens was cut in half. One half of the lens was observed to have scratches, and the other half was observed with damage on the surface. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.